Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Device return expected.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no reported patient impact.

Manufacturer narrative:
The reported event of device had unresponsive keypads or stuck keys, was created to document the event that the customer reported. The customer did not return the device for evaluation. The reported issue that the pcu 1.5 module had unresponsive keypads or stuck keys, could not be confirmed and the root cause could not be identified; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no reported patient impact.